Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37752, serial # (B)(4), product type recharger. (B)(4).

Event description:
The patient felt the ins was shocking her and getting hot. It was recommended to the patient to schedule an appointment with her health care provider (hcp). Additional information has been requested.